Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. Sample collection and handling issues cannot be excluded. It is unknown if the tube was sufficiently gently mixed 3-6 times immediately after blood collection or if the centrifuge time and speed was appropriate. It is also unknown if the patient received blood plasma substitutes that contain hydroxyethyl starch that may interfere with the analysis per the dade innovin instructions for use (IFU). There were no instrument errors and no other patient results were affected, indicating that the issue is sample specific. The cause of the discordant, falsely elevated prothrombin time (pt) results and prothrombin time international normalized ratio (inr) results obtained on a patient sample on a sysmex ca-620 system using dade innovin reagent is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely elevated prothrombin time (pt) results and three discordant, falsely elevated prothrombin time international normalized ratio (inr) results were obtained on a patient sample on a sysmex ca-620 system using dade innovin reagent. The discordant results were not reported to the physician(s). The sample was sent to another hospital to be rerun for pt and inr. The pt and inr both resulted lower. These results were reported, as the correct results, to the physician(s). The sample was then sent back to the customer's lab to be rerun again for pt and inr. The pt and inr resulted lower and matched the results from the other hospital. There are no reports of patient intervention or adverse health consequences due to the three discordant, falsely elevated prothrombin time (pt) results and three discordant, falsely elevated prothrombin time international normalized ratio (inr) results.